Manufacturer narrative:
A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo pasv PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. Although the used catheter was not returned to angiodynamics, a photograph was provided which confirmed the cracked hub. The likely root cause for the cracked hub is an over-tightened connection with a mating male luer (likely a needleless connector). Inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contains caution that "repeated overtightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Recommended flushing techniques are also stated in the dfu. (B)(4).

Event description:
As reported by angiodynamics' distributor in the UK, "icc sited in left basilic vein under ultrasound guidance on (B)(6) 2019. PICC tip located in lower third svc. Patient receiving chemotheraphy as an outpatient. The PICC line was being cared for in the community and vygon bioconnector used to cover the end of the PICC. Contacted on may 14, 2019 by day therapy as line leaking when flushed. On inspection, hairline crack seen in luer connector. The catheter was removed and retained." A new PICC has been placed in the patient for continuation of chemo.